Event description:
The device was at reported to be at eri (elective replacement indicator) at initial interrogation, in unopened box. It also showed eol (end of life) and charge circuit time-out occurred twice. The device was returned in the original sealed packaging and subsequently tested out of specification during manufacturer's analysis.

Event description:
The device was reported to be at eri (elective replacement indicator) at initial interrogation, in unopened box. It also showed eol (end of life) and charge circuit time-out occurred twice. The device was returned in the original sealed packaging and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. The condition was identified prior to any patient involvement. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: transistor - shorting, low resistance; a low impedance path developed between the b plus and b minus battery terminals. This caused the battery to deplete and the device to lose telemetry and function. The low impedance path was caused by a current drain within the transistor. Bench testing showed that all other hybrid circuits functioned normally. The device was reported to be at eri (elective replacement indicator) at initial interrogation, in unopened box. It also showed eol (end of life) and charge circuit time-out occurred twice. The device was returned in the original sealed packaging and subsequently tested out of specification during manufacturer's analysis. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) transistor device was out of specification in a manner that relates to event battery, premature discharge of charge, failure to.